Manufacturer narrative:
It is not known what role, if any, the lava ultimate restoration played in this reported event. Other factors, such as prior tooth history of decay or patient oral hygiene, may have contributed to the need for extraction.

Event description:
On (B)(6) 2016, a dental professional reported the case of a female patient who required root canal therapy on tooth #18. This tooth had received a lava ultimate cad/cam restorative for e4d crown on (B)(6) 2014. Prior to placement of the lava ultimate crown, this tooth had another type of crown with decay beneath it. The lava ultimate crown debonded on (B)(6) 2015, at which time the patient reported temperature sensitivity. On (B)(6) 2016, the patient reported a toothache in this tooth and endodontic treatment or tooth extraction was recommended. On (B)(6) 2016, the patient underwent root canal therapy, during which an abscess was noted; the patient's current condition is reported as good.